Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the compressor is seized. Additional details state on start up the unit would not alarm.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow-up will be sent if additional information is received.